Manufacturer narrative:
(B)(4).

Event description:
It was determined that the loss of connection was related to the mobile application. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device.